Event description:
A customer reported encountering a signal loss alarm issue with the adc device and as a result, the customer experienced symptoms of trembling, racing heart, heavy breathing, difficulty concentrating, and feeling thirsty. The customer was unable to self-treat and a colleague performed a finger prick test (unspecified result) and provided glucose and bananas for treatment. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested for investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The mfg date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned as of this report. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Attempted to receive glucose reading and high/low glucose alarms in the app using android os. The android successfully received glucose readings and high/low glucose alarms in the app when the sensor was within range of the smartphone. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported encountering a signal loss alarm issue with the adc device and as a result, the customer experienced symptoms of trembling, racing heart, heavy breathing, difficulty concentrating, and feeling thirsty. The customer was unable to self-treat and a colleague performed a finger prick test (unspecified result) and provided glucose and bananas for treatment. No further information was provided. There was no report of death or permanent injury associated with this event.